Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with sensor glucose versus blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer stated that blood glucose reading was 90 mg/dl, but sensor glucose was reading 53 mg/dl. Product is being returned and replaced.